Event description:
A customer contacted haemonetics on (B)(6) 2013 to report a pcs2 device with description "smoke from machine (not in use) coming out of fan. Driver and cent. Dist pcb." No donor or operator death or serious injury reported.

Manufacturer narrative:
The parts affected by the allegation of smoke were not returned for evaluation. A haemonetics field service engineer went to the facility and sent pictures of the parts affected: centrifuge distribution board, driver board and the plug from the centrifuge to the centrifuge distribution board. The pictures confirm the report of smoke from the device as the parts show burn marks. It cannot be verified that the burns caused a fire within the device, but there is a potential for such a hazard. The device meets all electrical safety standards. There was no donor connected to the device at the time of the event and no injury was reported from the user. (B)(4).